Manufacturer narrative:
Evaluation of the returned velocity could not confirm the reported fracture. Evaluation revealed that the device was ovalized on its distal end, and the internal coil winds were damaged in some of the ovalized locations. This may be the reported damage and typically occurs if the device is manipulated against resistance during use. The root cause of resistance during the procedure could not be determined. Penumbra devices are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Note: based on the investigation findings, this is not considered a reportable event. This event did not and, if it were to recur, it would not cause or contribute to serious deterioration or death. H3 other text : placeholder.

Event description:
The patient was undergoing a medical procedure in the m1 segment of the middle cerebral artery (mca) using a velocity delivery microcatheter (velocity) and a parent catheter. During the procedure, while advancing the velocity through the catheter, the physician experienced resistance. After multiple attempts to advance the velocity, the physician decided to remove the velocity. While removing, the physician continued to experience resistance and found that the distal end of the velocity was ovalized. Therefore, the velocity was not used for the remainder of the procedure. The procedure was competed using a new velocity. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. H3 other text : placeholder.

Event description:
The patient was undergoing a medical procedure using a velocity delivery microcatheter (velocity) and a parent catheter. During the procedure, while removing the velocity from the parent catheter, the physician found that the distal end of the velocity had fractured. Therefore, the velocity was not used for the remainder of the procedure. The procedure was completed using a new microcatheter. There was no report of an adverse effect to the patient.